Event description:
The customer reported via phone call that there was a message on the insulin pump that said key lock and the top of the reservoir compartment was missing. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected key lock messages were noted during testing. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had a broken reservoir tube lip, minor scratches on the reservoir tube window and display window, a cracked reservoir tube and cracked battery tube threads.